Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one month post implant of a right ventricular (rv) lead there was loss of capture and confirmed dislodgement. The lead was programmed off and will be revised in the future. No patient complications have been reported as a result of this event.